Event description:
Reported as a band slip.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band ring, band shell, band belt and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This breakage may have been made to facilitate removal of the device. There was no indication of wear related damage to the portion of the lap-band system returned. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows; "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."